Event description:
Rn reported a pt injected with radiesse dermal filler in the checks and under the eyes, developed major edema with her lips and gums turning purple. She was directed to the ER.

Manufacturer narrative:
Pt was treated in the ER with steroids, antihistamine IV and prednisone. The pt's swelling had subsided the next day; however, her lips and gums were still slightly purple in color. Later follow-up reported, the pt's symptoms are resolving. The device history records for the product was reviewed and the lot met all specifications at the time of release.